Event description:
Procedure: hernia. According to the reporter: on (B)(6) 2013, the patient had permacol mesh implanted. On (B)(6) 2013, the patient presented with a haematoma. The relationship to the device is unknown/impossible to determine. The patient presented with increased pain and discharge since (B)(6) 2013. The patient was admitted to a+e on (B)(6) 2013. Drain was inserted, patient discharge home. Resolved with sequelae that patient has drain inserted.

Manufacturer narrative:
(B)(4).